Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced low blood glucose levels and that the needle hub was stuck in the sensor serter. The blood glucose reading was 48 mg/dl, which was treated with food. The customer stated that the first time she tried to insert the sensor using the serter, the needle got stuck. She noted that the second time, the sensor would not insert at all. She stated that the sensor was dislodge or pulled out of the skin as the serter and hub assembly were removed. She complained that the serter never fired. She was advised that the serter would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.